Event description:
It was reported that the pt never had therapeutic effect or effective pain relief. The pt began to experience "severe withdrawal symptoms" a few weeks prior to this report. A CT scan, with contrast, was performed and it was determined that the pt's catheter was fractured. The pt's pump was moved and the catheter was replaced. The pt's pump contained morphine and was decreased "from 9 to 5". The concentration and dosage of morphine used in the pt's pump, at the time of this report, were unclear. The pt then reported greater pain relief. It was stated that the pt's physicians were in the process of adjusting the morphine dosage. It was suspected that the pt's catheter may have been fractured since the time of implantation. No further details or pt outcome were provided. Add'l info was requested but not rec'd at the time of this report. A f/u report will be filed if add'l info becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).